Event description:
The pt reportedly experienced ongoing intermittencies followed by loss of lock between the external equipment and the internal device. External equipment was exchanged; however, it did not resolve the issue. Surgery to explant the pt's device has been scheduled.